Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, this patient underwent endovascular treatment for a dissecting aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system(ctag/ac). Reportedly, prior to the ctag/ac device was completely deployed to its intermediate diameter, angulation was performed. While rotating the angulation control dial, there was a snapping sound, and the resistance disappeared. The angulation fibers were broken. After the ctag/ac device was fully deployed, the angulation fibers were removed together with the delivery catheter. The patient tolerated the procedure. The physician reported that when performing angulation during stent graft deployment, the resistance is strong, so the angulation control dial should have been turned more carefully and slowly.

Manufacturer narrative:
Emdr section h6, codes c19 and d15 updated to reflect results of product history review. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.